Manufacturer narrative:
(B)(4). The lens was returned to our quality assurance laboratory for inspection. Upon visual inspection, the lens was found cut and appeared to have evidence of viscoelastic. The cartridge was not returned. No further inspection was possible due to the condition of the received lens. Placeholder.

Event description:
It was reported that during implantation of the intraocular lens, (iol) that the optic had a defect. To remove the lens, an incision enlargement was required. Another lens (same model) was placed in the same procedure and suture was used to close the incision. No patient injury was reported. In follow up the ''defect'' was noted to be a foreign material on the lens.

Manufacturer narrative:
All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated for this production order. Based on the manufacturing record review, no deviation or assignable cause was identified for the complaint type reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.